Event description:
It was reported that the customer was very dissatisfied with her insulin pump. The customer was hospitalized due to a high blood glucose level of around 450 mg/dl. The customer had a diabetic ketoacidosis. She was not wearing her insulin pump at the time of the emergency room visit. She was off her insulin pump for a day and a half to two days. She was using expired insulin. The buttons on the insulin pump were hard to press. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.